Event description:
It was reported that the bronchovideoscope exhibited a lack of images, with static appearing on the screen and leaking from the end tail. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that the alleged lack of images was not confirmed, the image was clear during inspection/testing at the repair center. A leaking in the bending section cover as a result of a pinhole was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image didn¿t show static on screen" occurred due to while the user was handling the subject device, the bending section cover leaked, leading to fluid invasion on the device. The fluid invasion caused abnormality in electronic components. As a result, the suggested event occurred. Olympus will continue to monitor field performance for this device.